Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing of the device, it was observed that the control body forceps cover glue was peeling. The elevator channel was leaking. Additional observations for the device are: corrosion due to fluid invasion observed after opening scope unit; no evis image; ultrasound image had broken elements; evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the issue of swelling of the distal end after cleaning during reprocessing of the device. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the control body forceps cover glue was peeling. This medwatch is being submitted for the issue of the peeling forceps cover glue noted during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 25-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the control body forceps cover glue peeling likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.